Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), ubd: , UDI#: (B)(6). Pli-10 g code - g02005 pli-20 g code - g02030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the issue with the nim vital console and remote (ecn: shp36130) where the remote failed to detect the #2 red port and remaining ports were worked. The connection issue was resolved by switching to a different remote; however, during use, the console began functioning intermittently and emitting multiple alert sounds. The console working well with other patient interface. There was no patient impact related to the event.